Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and occlusion of native vessel. (B)(4).

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa endoprostheses to treat the abdominal false lumen expansion of a chronic type-b aortic dissection by excluding a re-entry site in the abdominal aorta. A trunk-ipsilateral leg component was successfully implanted, followed by a delivery catheter for contralateral leg component (plc181000j/15618835) being advanced from the right side. While the contralateral leg component was being deployed, it could not be pushed up adequately, unintentionally covering the right internal iliac artery (riia). Another attempt was made to push up the contralateral leg component by using a balloon catheter, but it was not successful. The procedure was concluded with the coverage of riia being monitored. It was reported that the patient has not suffered from paraplegia after the initial implant procedure.